Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the surgery via tka for oa of right with the instrument in question. The screw part of the implant grasper instrument broke when the femur implant was tried to insert. The surgery was completed successfully without any surgical delay using another instrument of different type of plunger. No further information is available.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: "no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.